Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the insert was revised due to the patient experiencing instability of left knee.